Event description:
Nurse opened up package containing 60 inch extension tubing and noted that end piece was not connected to the rest of the tubing and the blue clamp was not on the tubing, but was loose in package.